Event description:
The tech alleged the side rail would not latch. No pt impact.

Manufacturer narrative:
The tech replaced the side rail latch spring, pin, latch, and center arm to resolve the issue.